Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false detection of a loaded set, which was experienced during the evaluation and confirmed through a review of the event history log. During evaluation, when a set is loaded at point #2, a false detection of a loaded set occurs at load points #3 and #4. Evaluation found an out of specification downstream sensor was determined to be the cause. The downstream sensor was recalibrated.

Event description:
It was reported that a spectrum pump falsely detected a loaded set. It was also reported there was no patient involvement.